Manufacturer narrative:
Product complaint #: (B)(4). Additional information was requested and the following was obtained: for each event: what procedure was being performed? Skin lesions. Was this during use on the patient? Yes. Were there any patient consequences? No. How was the procedure completed? Another suture either 5/0 nylon or 5/0 prolene any change to the patient¿s post-op management? No. What tissue was the suture being used on? Skin. How long have dr (B)(6) been using the w526? Two years. . To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure for skin lesions on an unknown date and a suture was used. During surgery, the surgeon experienced breaking while suturing the skin. Another device was used to complete the procedure. There were no adverse patient consequences reported.